Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl. The cause of elevated bg was unknown. Customer gave a bolus via the pump and went to the emergency room (ER). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released from the ER 3 hours later with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.